Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead as nine ventricular non-sustained tachycardia episodes <(><<)>=190 ms occurred on (B)(6) 2013. Six ventricular fibrillation at <(><<)>200 ms occurred between (B)(6) 2013 and (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The ventricular sic was 7748 counts in 36.24 days between (B)(6) 2013 and (B)(6) 2013. Concomitant product: d164vwc implantable cardioverter defibrillator, (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock. The right ventricular lead was thought to be fractured due to high impedance and noise was observed during manipulation. The detection was turned off until the lead was capped and replaced. No further patient complications have been reported as a result of this event.